Manufacturer narrative:
Patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient went to emergency room (ER) on (B)(6) 2026 due to hypoglycemia. The blood glucose level was 40 mg/dl and the patient was treated with glucose and insulin via pump. Patient was not disconnected during the rewind/prime sequence. The length of hospitalization is more than twenty-fours. No further information available.